Event description:
Customer is experiencing false high results at the low end, and especially results lower than 5 pg/ml on the advia centaur ipth assay. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
The false high results at the low end, and especially results lower than 5 pg/ml on the advia centaur ipth assay was investigated in-house. The cause of the falsely elevated ipth results is attributed to ipth reagent lot 138. An urgent field safety notice ((B)(4)) was sent to customers in (B)(4) 2008.